Event description:
This lead was implanted on (B)(6) 2007 and capped on (B)(6) 2011 due to a fracture. The lead impedances were over 2000 ohms with inappropriate shocks and no pacing. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)